Event description:
Customer reported receiving an error 2 on his freestyle blood glucose meter and experienced dizziness, "stomach hurting and some vomiting". He reports being taken to a local health care facility, diagnosed with hyperglycemia and was treated with "10 mg of insulin and given i.v.fluids". However, insulin is given in units not mg/dl. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up report will be submitted once results are available.